Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a pim malfunction. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a pim malfunction. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 corrected fields: d5, e2, g2 additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had pneumatic interface module (pim) fault. A getinge field service engineer (fse) stated, replacement of a damaged pneumatic interface module(pim) was done. Functional tests, operational tests were done after the repair, a full technical inspection of the device was carried out. The device was operational. There was no patient involvement.